Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to deliver out of specification during flow rate testing. A review of the event history log revealed no infusions recorded on the reported event date. The last date of use was over two months before the reported date. An infusion was programmed and ran to completion without interruption. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed to infuse during preventative maintenance testing at the biomedical service department. There was no patient involvement. No additional information is available.